Event description:
It was reported that the ventilator was returned to the dme when the customer no longer needed it. There were no complaints from the customer regarding ventilator performance. When the ventilator was being checked out, it was found to not deliver air in their service department.